Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer turned pump off, switched to multiple daily injections for backup insulin delivery, and technical support arranged shipment of replacement pump.